Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion and elected to retract the delivery/stent device back into the guide catheter. The target lesion was located in the right coronary artery (rca). The stent dislodged in the rca during retraction and was retrieved with a snare. The procedure was completed with another manufacturer's stent.